Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported visit to doctor for the patient's infection. No release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported he has a rash on his arm. Dr. Has put him on manual injections lantus to heal the skin.